Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): blocks b5 and h6 (device codes) have been updated based on the additional information received on september 27, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, in order to prevent bleeding, the varix was suctioned through the ligator and then the band was deployed to ligate the tissue. When an attempt was made to deploy the bands onto the tissue, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process; however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Additional information received on september 27, 2024: it was reported that the physician removed the shrink wrap at the end of the setup process, which is part of the correct steps per the instructions for use (IFU).

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, in order to prevent bleeding, the varix was suctioned through the ligator and then the band was deployed to ligate the tissue. When an attempt was made to deploy the bands onto the tissue, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process; however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.